Event description:
It was further reported that phrenic nerve stimulation occurred again a few months later and the device was once again reprogrammed and remains in use.

Event description:
It was reported that the patient had intermittent phrenic nerve stimulation. The device was reprogrammed and remains in use. The patient is enrolled in the system longevity study (sls). No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076 lead, implanted (B)(6) 2003; 6947 lead, implanted (B)(6) 2003. (B)(4).